Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the tip of the cutter was missing. Therefore the reported condition was confirmed. It was determined that the cause of this condition was due to too much pressure being applied to the drill bit. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 5 for the same event. It was reported from (B)(6) that after surgery, it was observed that five drill bit devices appeared to be used and worn during cleaning process. It was noted that "sharpness are finished". During in-house engineering evaluation, it was determined that the device was missing the tip, which was further classified as "cutter fractured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.